Event description:
A user facility returned the olympus, model clv-s190, visera elite xenon light source to olympus for repair due to a report that the high intensity mode was not functioning. Upon inspection and testing of the returned device, it was found that the scope detection did not work. This report is submitted due to the scope detection failure. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a faulty scope socket due to the scope detection slide of the scope socket did not engage. In addition, the evaluation found the high intensity beam not functioning due to output socket failure and minor cosmetic damage to the housing was noted. The investigation is ongoing and the definitive root cause has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10 february 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.